Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1441. It was reported the patient is experiencing pocket heating while charging. The patient has lost 40 lbs. A replacement charger was sent to the patient to address the issue. The patient is scheduled to meet with a neurosurgeon to check the ipg pocket.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.